Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had not charged their ins in 6 months period the hcp indicated that the patient was able to charge their ins normally and was charging at the time of the call. The hcp was calling to request for MRI eligibility for the patient. Technical services reviewed information about MRI eligibility because the patient was not able to put the ins into MRI mode. The event occurred in 2019. Additional information was received from the patient the same day, only this time reporting that they hadn't used their device in a year because they didn't need it anymore, though the patient mentioned that they were getting good therapy relief when they used it. The patient stated that they hadn't charged their ins in about a year and stated that they needed to put their ins into MRI mode for an MRI on their shoulder. It was noted that this was unrelated to their device/therapy. The patient initially stated that they thought they had it connected, referring to the recharger charging their ins. Patient service walked the patient through attempting to connect the ins on the call and the patient stated that they were getting the poor communication screen on the recharger. Patient services then walked the patient through attempting to connect with the ins with their patient programmer and after resolving ¿the patient programmer batteries depleted¿ screen by replacing the batteries, they got the poor communication screen on their programmer. Patient services reviewed the possibility of their ins being overdischarged. The patient was redirected to follow-up with the health care provider to address the possible overdischarge. The patient was unable to provide a clear answer as to when they first noticed they couldn't connect to their ins. The patient mentioned that they were not made aware that they would need to put their device into MRI mode for an MRI. The patient also noted that they had ¿always¿ had a problem with getting their recharger to connect with their ins. They clarified this by stating that they would have to move the recharge antenna around ¿to 100 different places¿ to get their ins to charge and stated it could take ¿a half hour¿ to get it connected. The patient stated that this had been going on since implant ((B)(6) 2016). There are no symptoms reported. No further complications were reported/anticipated. The patient stated that last time she needed an MRI she had to meet with someone for a device jump. Caller states after that, the ins battery never seemed to hold a charge as long.